Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient¿s old implantable neurostimulator (ins) was not working and she was having pain at the back and it hurt on the side where the implant was. It was also reported that the ins only lasted for about a year and a half, so the patient had it replaced with a rechargeable ins. There were no further complications reported or anticipated.